Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed the device had low rotations per minute. It was determined that this was due to worn vanes. The assignable root cause was determined to be due normal wear and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during engineering evaluation, it was discovered that the motor device had low rotation per minutes (rpms). The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.